Event description:
Rptr's spouse had the belt placed around waist as instructed (instructions not available). They immediately felt pinching on stomach. They began screaming. They requested rptr assist them in removing the belt. Rptr removed the belt and found blood spot's on spouse's stomach. They visited physician who advised that they discontinue the use of the product. They agreed. Physician prescribed cream for at home therapy. Consumer called and explained incident to MFR's rep (name and title unk), who said that he will send consumer forms (unk what type of forms). Consumer has not received the unk forms. Consumer feels that the exercise belt poses a burn hazard.